Manufacturer narrative:
An eval of the reported device cannot be performed as the device was retained by the pt and was not returned to the manufacturer. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the surgeon did a revision of a pt's total left hip due to a loose cup. Pt kept explants. Sales rep will provide op reports, office visit notes from pt's visit to doctor prior to revision surgery, pics of pre-op x-rays.